Manufacturer narrative:
Device evaluation: (B)(4) the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing found that the pump was operating within required specifications and delivering insulin accurately. Daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump was exercised for 29 hours with no issues. One call service "064-0001" alarm observed in the alarm history. There is no data in the black box from the time of the "064-0001" alarm due to continued patient use.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The reporter claimed that her blood glucose elevated to 385 mg/dl when she woke up. The patient reportedly had symptoms described as 'shortness of breath and chest tightness.' Her symptoms abated after she took correction insulin via syringe. Her blood glucose was lowered to 339 mg/dl. During troubleshooting, the animas representative noted the following: the patient received one call service alarm during priming. The issue was not repeated and was resolved. This complaint is being reported because the patient reportedly had symptoms that can be suggestive of hyperglycemia while she managed her diabetes with the animas insulin pump.